Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient had developed sores on his back under the lifevest. It was reported that the patient was bedridden. The sores were reportedly bleeding. The patient was given a cream at the hospital and the device was removed to let his skin heal. Follow-up indicated that the sores were healing.